Event description:
It was reported that the driver (imre200) became stuck in the implant during placement. Another implant was placed during the same surgery with another driver. Tooth location 9.

Manufacturer narrative:
One osseotite® tapered implant was returned with a ratchet extension driver. After investigation results recieved on july 25, 2018 for the returned devices, it was determined that this event no longer meets the criteria of a malfunction if were to recur would cause or contributed to a death and / or serious injury. The likely cause for the reported event is that the clinician does not follow recommended protocol for implant placement and final seating (e.g. Driver inserted incorrectly, driver selection, driver not fully engaged). This is evidenced by the fact that the driver and implant are not designed to engage together. The returned driver is designed for 3.4 mm diameter implants, and the returned implant was identified as being 4.0 mm diameter. Misuse of the devices is therefore confirmed. There was no adverse event as a result of the device misuse and as a result, the prior submissions for MFR- 0001038806-2018-00350 submitted on april 3, 2018 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event. Visual inspection revealed moderate wear on the threaded region of the implant. The driver likewise shows significant signs of wear about the body and hex features. The parts were functionally tested, and it was confirmed that the driver and implant could not be disengaged, even after excessive force was exerted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: subcrestal surgical protocol: verify that the ratchet extension is engaged/retained within the ratchet wrench (wr150 or h-tirw), in order to prevent accidental swallowing or aspiration of the rtachet extension. Complaint indicates the implant and driver were seized together during use. The complaint was confirmed following inspection and functional testing. The likely cause for the event is due to misuse, as it was confirmed that the returned devices were not designed to mate together.

Manufacturer narrative:
Patient ID not provided/unknown. (B)(4) patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the driver (imre200) became stuck in the implant during placement. It is not known if another implant was placed and the procedure was completed. Attempts have been made to obtain additional information from the customer. Tooth location 9.